Event description:
It was reported that the customer put the pump in storage mode during charging. Customer¿s blood glucose level was 520 mg/dl. A manual injection was administered to address blood glucose level. The pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.